Event description:
Device malfunction: difficult to remove filter. Time of malfunction: during the procedure. Symptoms/ae: filter removed with snare. It was reported that during an interventional coronary procedure in the emboshield pro filter was deployed in a proximal mid saphenous vein graft site without guide wire support. There was no snare devices available and the filter could not be retrieved. The pt was transferred to another facility and the filter was successfully removed using a gooseneck snare and the coronary stenting procedure was completed. There was no adverse pt sequela. The physician admitted to technical error and stated that he has used the emboshield but very seldom. Though requested no add'l info was provided.

Manufacturer narrative:
(Emboshield pro placed without guide wire). The customer reported the device was discarded. The lot number was provided. Review of the device lot history record did not reveal any non-conformities which could have contributed to this complaint. The available info does not suggest a device quality issue. The device reported is an abbott intl prod which is the same or similar to a device that is marketed domestically.